Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 500mg/dl. The customer was advised to treat elevated bgs by administering a manual injection, however bg levels lowered back to target before the injection was administered.